Event description:
Event description boston scientific received information that, during a routine device check, the settings of this patient's implantable cardioverter defibrillator (ICD) were altered - converting it to a fixed rate device. It was reported that a nurse was called in, but was unable to make any changes. It was noted that the patient's physician was able to reverse the changes. It was reported that 30 minutes after the patient left the clinic, the patient experienced multiple episodes, lasting 3 to 10 seconds, of light-headedness with the absence of a palpable pulse. It was noted that the patient returned to the clinic 6 days later and was told that the device memory revealed episodes of paroxysmal ventricular tachycardia.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A review of device memory revealed that the device declared elective replacement indicator (eri) battery status after experiencing two charge times greater than the charge time limit. End of life (eol) battery status was then declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. The therapy effectiveness issue reported in 2006 could not be confirmed in laboratory testing.

Event description:
Boston scientific received information that, during a routine device check, the settings of this patient's implantable cardioverter defibrillator (ICD) were altered - converting it to a fixed rate device. It was reported that a nurse was called in, but was unable to make any changes. It was noted that the patient's physician was able to reverse the changes. It was reported that 30 minutes after the patient left the clinic, the patient experienced multiple episodes, lasting 3 to 10 seconds, of light-headedness with the absence of a palpable pulse. It was noted that the patient returned to the clinic 6 days later and was told that the device memory revealed episodes of paroxysmal ventricular tachycardia.

Manufacturer narrative:
It was reported that the patient's physician noted that the patient has been asymptomatic during the previous 6 months and that it would have been wiser to make no programming changes to the device. It was further noted that the patient has been asymptomatic since the last device check in late (B)(6), 2006. No adverse patient effects were reported. No additional information was provided. If additional information becomes available, or if the product is returned, this event will be reopened. The device was explanted nearly four years later due to normal battery depletion. There were no further allegations against the device while it was implanted. Another boston scientific ICD was implanted. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.